Event description:
In 2010, dr (B)(6) surgically placed a depuy sigma pfc, rotating platform knee replacement. Unfortunately this knee was never properly affixed to the tibia or the femur. How I know this, 3 months post surgery on dr (B)(6) clinical notes state, there are some radiolucent lines which he stated he didn't think it was tibial loosening. I was never advised of the potential problem. Fast forward to (B)(6) 2018 dr (B)(6) surgically replaced the components and stated to my wife that "I just lifted the parts out," he also states that the components were grossly loose. The medical device caused a life threatening situation, ruined my career and life, it needs to be recalled. FDA safety report ID#s (B)(4).